Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that vacuum did not work and a hole was found in the cassette after it was taken from the console. The same issue was identified with other products of the same lot number. The procedure was completed with delay. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record (DHR) review shows the order was built and released per specification. The sample was visually and functionally tested and the issue was confirmed, the sample failed to prime due a drip chamber failure. No hole has found in the cassette. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. (B)(4).